Event description:
The customer stated that she was taken to the emergency room due to low blood glucose levels. The customer stated that her blood glucose levels were so low that the hospital could not get a reading. The customer stated that her blood glucose levels were very high the day before and feels that all the insulin she delivered that day absorbed all at once, resulting in the low blood glucose levels. It was also stated that the insulin pump was exposed to an x-ray earlier in the month. Troubleshooting was performed and the insulin pump passed the displacement test. The reservoir volume matched the amount of insulin in the reservoir. The basal rates were also programmed correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.